Manufacturer narrative:
The device was received for evaluation. During functional testing, an alarming occlusion but never got to the point of alarming air in line when the tubing was pulled dry and crushed in the pump did not occur. A review of the event history log revealed multiple upstream occlusion alarms, however the history log cannot be used to determine if the alarms are true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The condition was determined to be within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alarming occlusion but never got to the point of alarming air in line when the tubing was pulled dry and crushed in the pump during testing at the biomedical service department. There was no patient involvement. No additional information is available.